Event description:
This lead was explanted and replaced due to high capture threshold and low sensing amplitude. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead and a kinked fixation helix were noted. These damages require the presence of mechanical stress. It is reasonable to assume that these damages resulted from mechanical forces applied during the explantation procedure. In addition, cuts in the insulation and deformations of the inner conductor coil and of the shock coil were found which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high capture threshold and low sensing amplitude. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.